Event description:
Right PICC line placed on (B)(6) 2011 at approximately 8 p.m. Tpn and lipids infusing via this line. Approximately 30 hours later on (B)(6) 2011, the baby unexpectedly became bradycardic and died. Autopsy results showed tpn fluid in the pericardial sac.